Event description:
The hosp reported that during the saphenous vein harventing procedure, the silicone on the short port was observed to be torn. The procedure was converted to an open leg technique. No other pt complications were reported.